Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 487 mg/dl, 266 mg/dl, and 195 mg/dl. Customer had blurry vision, labored breathing, and vomiting at the time of the readings. Customer's brother called emts, and customer was admitted to the hospital and treated for hyperglycemia. No delay in treatment reported. No actions taken based on device results. Requested return of suspect device and strips and replacement was sent.